Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material in the scope was confirmed, but unable to be identified and it was confirmed that simethicone was not used at the facility. The foreign material was possibly not removed since reprocessing could not be conducted properly due to a leak from the bending section cover and biopsy channel; however, a definitive root cause was unable to be determined. The event can be detected/prevented by following the instructions for use: instructions states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; instructions states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air/water tube, cylinder, and jet tube. There were no reports of patient involvement.